Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 8/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/06/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture contamination in the compartment. A leak test was performed and failed due to the battery compartment crack. There was also evidence of moisture behind the display lens. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump powered up with the test battery cap to an audible tone but there was no vibration alert and the display screen was blank due to internal moisture damage. The pump case was removed and there was evidence of moisture contamination on the inside of the pump on the display flex cable connector and the vibration circuit.